Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Investigation summary: product inquiry stated both, the bone screw, t7, diam. 2.7x16 mm and the locking screw, t7, diam. 2.7x16mm to be the primary products. Referring to the event description during screw insertion on two different screws, the heads snapped off of the shank of the screws just below the locking threads. One screw broke during insertion into the radial column plate and the other screw broke during insertion into our anatomic volar distal radius plate. As no items were received for evaluation, a physical examination could not be carried out. According to information received the screw heads were retained by the hospital, whereas the plates and the screw shafts were still implanted. A review of the device history records could not be carried out as the lot codes were unknown and could not be provided. Thus a reasonable examination and investigation was not possible. According to information received, a 1.9 mm drill was used for drilling the holes of the 2.7 mm screws, which might have led or contributed to the breakage of the screws. The variax distal radius system components guide clearly instructs that a 2.0 mm drill shall be used for 2.7 mm screws. Nevertheless the exact root cause of the event reported could not be determined as the items were not received for evaluation. Based on the limited information a deficiency of the items in question was not verified. The file will be closed formally. In case relevant information resp. The part becomes available we reserve the right to update the investigation and to change the root cause. Device was kept by the hospital.

Event description:
Incident: surgeon was operating on an orif distal radius using our variax distal radius system. During screw insertion on two different screws, the heads snapped off of the shank of the screws just below the locking threads. One screw broke during insertion into the radial column plate and the other screw broke during insertion into our anatomic volar distal radius plate. The two screws were a 2.7x16 bone and 2.7x16 locking torx screw.

Event description:
Incident: surgeon was operating on an orif distal radius using our variax distal radius system. During screw insertion on two different screws, the heads snapped off of the shank of the screws just below the locking threads. One screw broke during insertion into the radial column plate and the other screw broke during insertion into our anatomic volar distal radius plate. The two screws were a 2.7x16 bone and 2.7x16 locking torx screw.